Event description:
Patient undergoing cystoscopy with ureteroscopic balloon dilatation. After using balloon to dilate the ureter, the balloon would not deflate easily. It was able to be removed without difficulty through the ureter.